Event description:
It was reported the stock tmj device kept dislocating, therefore, the doctor requested a custom tmj. The revision surgery to remove the stock implant and replace it with the custom implant was on (B)(6) 2010.

Manufacturer narrative:
Product has been requested to be returned to manufacture for review, but has not yet been received. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were two items explanted, see 1032347-2010-00039 also.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This is late information received from the (B)(6) study, which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. Mode of failure: the clinical and mechanical evidence supported that the head of condyle was not articulating with the intended place causing overstress in the posterior section of the articular surface leading to fatigue of the material and change of shape. Areas of discoloration in the polymer material along with the deformation observed on the posterior edge of the fossa support a faulty articulation of the head of condyle causing overstress and subsequent fatigue of the material. Cause of failure: there was evidence of material overstress leading to change of shape and subsequent dislocation. Reason for revision surgery (dislocation) was directly related to material breakage. The revision surgery was directly attributable to repeated dislocations of the joint, which were found to be angulated, causing an interaction between condylar head and fossa that resulted in change of shape of the material and posterior dislocation of the implant. Report one of two for the same event, reference 1032347-2010-00039-1.